Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed., corrected data:

Event description:
The device stopped the readings and no alarms sound either connecting or not connecting the sensor. No consequences or impact to patient were reported.